Event description:
It was reported that the atrial lead dropped in impedance following an atrial tachycardia (at) ablation procedure. No sensing was obtained even at the most sensitive setting. The physician decided to monitor the patient. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35 implantable pacing lead, (B)(6) 2004. (B)(4).